Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a shaft break occurred. The location and nature of the lesion is unknown. Upon attempting to withdraw the 3.0mm x 20 mm apex monorail balloon catheter, the shaft broke within the guide catheter. The distal portion of the balloon catheter that broke off was sticking out of the guide catheter and was removed without incident. The procedure was completed with this device. No pt injuries or complications were reported. The pt's status was reported as "stable". Multiple attempts to obtain additional info have been unsuccessful.